Manufacturer narrative:
(B)(4).

Event description:
The user selected one patient's images in the acom.m browser and another patient's record (name and image) was displayed. The user immediately noticed the problem because the displayed name and images/anatomy were for a different patient. The incorrect patient name and anatomy that was displayed was obvious to the user. Subsequent investigation at the factory recently revealed that if the user then saves these images to the acom.m local hard drive, the wrong images may become attached to the originally selected patient's record. This problem only occurs with images that have been saved to the acom.m local harddrive. Therefore, the original images on the server are accurate. Upon initial review, this incident was not deemed a reportable event because: it was immediately obvious to the user that the incorrect record was opened due to difference in name an d anatomy to the selected patient; this problem occurs very sporadically and is difficult to reproduce. After an extensive review of this issue, we are reporting this incident as a potential exists for misidentified patient images, although we have had no reports of this problem actually occuring at a customer site.